Event description:
It was reported that during an unk procedure, the shear got extremely hot. The surgeon finished the surgery with the generator. No error codes were displayed. The handpiece was not defective, only very hot after surgery. The pt is fine. No product problem indicated. No pt consequence. Device discarded.

Manufacturer narrative:
(B)(4). Info not available, device not returned for analysis.